Event description:
Internal data from the generator was reviewed and it was determined that the low impedance is related to a reed switch malfunction. The data showed a single digit raw impedance value seen on status tab and the logs tab showing negative impedance.

Event description:
It was reported that during system diagnostics, low impedance was seen on the patients vns. No known surgical intervention has occurred to date. No additional relevant information has been received to date.